Manufacturer narrative:
Device passed displacement test and self test. Software error and the motor arm cannot communicate with the main arm found in the device history file due to software error. Hardware low level failures error confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The troubleshooting was performed for pump error alarm. Customer was able to successfully clear the alarm. Fill cannula was recorded in daily history. The customer was advised to perform a self test and the test did not pass. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.